Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic with high ventricular impedence. The lead remains in use. No patient complications were reported as a result of this event. Further testing confirmed that the high ventricular impedance continued with a suspected fracture. The defibrillation therapy was turned off for the lead, and the lead remains implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic with high ventricular impedence. The lead remains in use. No patient complications were reported as a result of this event.